Manufacturer narrative:
(B) (4) since the device remains implanted, the programmer files were reviewed. (B) (4). Both incomplete pt file name and missing pt file reported events result from the absence of pt list refresh when the device's interrogation session exits in particular conditions. Due to the absence of pt safety issue, the enhancement of the pt list management is not considered as an urgent matter. Meanwhile, a complete shutdown of the programmer permits to retrieve an up to date pt list. Both print button unavailability and auto print failure are confirmed as a programmer software anomaly and will be fixed in (B) (4).

Event description:
During the first interrogation following the implant, the print button in the report screen is not available.